Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va1mqbs, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's leads disconnected and had to have a surgery to resolve it. After surgery, patient got sicker after changing the position. Patient wanted to try leaving in the device because at that time they were having a hard time with flares and thought it would help them. Patient stated the battery was moved to a different location and since (B)(6), their device was not working, the battery was stinging them and they were having shocking impulses. Patient had leakage when they coughed and their tailbone was tender was in pain when they sat or laid. Patient mentioned they had burning, stinging, hurting, was engorged in pain and was hurting every day. Patient started not urinating and had to catheterize themselves, which had been going on before implant. Patient stated when they catheterized very little came even though they drank the correct amount of water. Patient stated when they cathed it dripped out over everything and they could not stand more than 7-10 minutes and could not walk. Patient reported it burned them all the time and reported stimulation never stops. Patient told their doctor they could not stand, and was told it was normal because they possible had a back issue. Patient was horribly bruised after the surgery on (B)(6). Patient was sleeping on the left side or stomach because they could not sleep on their buttocks. Patient had pain in the crease of their butt and stated when they are ready to use the bathroom, the could not make it and almost passed out if they had to go bad and had to wait. Patient also stated it jumped out of everything and was wearing pads again. Patient stated it flares up and hurts at night. Patient's battery was hurting and sticking out and pointing. Pain was in the tailbone area, and the implant was on the right side of buttocks with pain going from battery to the tailbone, and later stated pain was from lower buttocks up to back stopping at the right kidney. When a scan was performed, the right kidney was slightly bigger than the other one with no stones in it. Patient turned down their stimulation themselves and also turned it off and left it off for 2 weeks but the effects did not stop. Patient had been running a fever for the last 4 nights and was not resting and looked sick and flushed. Patient's ears and jaw and face was red and they felt like their blood was boiling. Patient mentioned after initial implant, they could flip the ins around in their buttocks and that they turned way up which balled their foot up. It was mentioned patient had intercyctitis flare up and pressure all the time before implant and it would never go away. Patient was putting on weight and stated all of their problems started in 1991 when they had their first child and had gallstones removed. Patient also had sleep apnea and had to wear mask on their nose and lips were crooked and was not in good shape at all. Patient had high blood pressure before ins and had been on a diet. No further complications were reported.